Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-08294 & 08571/08572).

Event description:
It was reported that a patient enrolled in a clinical study underwent right total elbow arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a synovectomy procedure on (B)(6) 2009 due to infection. Cement spacer molds were implanted. The patient was reimplanted on (B)(6) 2009 with bushings and an axle due to infection and polyethylene wear. The patient underwent a further revision procedure and radical resection on (B)(6) 2011 due to infection. The humerus and ulnar components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total elbow arthroplasty on an unknown date. Subsequently, patient underwent a synovectomy procedure on (B)(6) 2009 due to infection. Cement spacer molds were implanted. Patient was reimplanted on (B)(6) 2009 with bushings and an axel due to infection and poly wear. Patient underwent a further revision procedure and radical resection on (B)(6) 2011 due to infection. The humerus and ulnar components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces." And "early or late postoperative infection and allergic reaction."